Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The up/down arrow and ok keypad buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/07/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the unresponsive up arrow, down arrow, and ok keypad buttons was unable to be duplicated. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.